Manufacturer narrative:
Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope failed the leak test. The location of the leak was unknown. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a brush like foreign material in the air/water nozzle. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the air leak test failed due to an angle control knob leak. Also, evaluation found the light cover glass was chipped and the adhesive was missing, the optical cover glass was chipped and the adhesive was missing, the distal end cap was worn, the distal end adhesive was lifting, the insertion tube had delamination and was stained, the control body aspiration and air/water housing had worn colored rings, the light guide tube was delaminated, the scope connector had water ingress, the left angulation was not to specification, the right/left knob had play, the air/water channel volume was not to specification due to the blockage, the water removal was not to specification and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.